Event description:
A report was received via social media that the patient was feeling uncomfortable with the ipg and the patient was not getting adequate pain relief. The patient underwent an explant procedure.